Event description:
It was reported that the device powered off on its own with working charged batteries installed. The reported failure occured during patient use; however no additional information regarding the patient or the event could be provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.